Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a pericardial effusion occurred post procedure. During a left atrial appendage closure (laac) procedure, a nrg transseptal needle and a non-boston scientific sheath was selected for use. There was no effusion observed at the start of the case. The transseptal was attempted four times, as the doctor could not advance the sheath across the septum. A 27mm wds was partially recaptured two times before it was removed and a 31mm device was implanted successfully. Post implant effusion was checked with intracardiac echo (ice) and no effusion was noted. Prior to discharge the patient blood pressure was low and heart rate was high. The physician observed a pericardial effusion. A pericardial tap was performed, and the patient was sent to the cardiovascular intensive care unit (cvicu) for recovery and they have been discharged.